Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information from the field representative revealed that the lead was dislodged. It was also mentioned that the whole system was dislodged and the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information from the field representative revealed that the lead was dislodged. It was also mentioned that the whole system was dislodged and the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement and twiddler's syndrome.